Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
During a follow up call for a check supply line alarm, the home patient (hp) stated that when they started over with new supplies, he just changed out the bags and reused the same cassette. This writer informed him that he should change out all of the supplies when you have to start over. The hp understood. The hp stated that they were able to resume therapy successfully by just using new bags. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.